Event description:
The customer reported falsely depressed architect troponin results on five patients on the architect i2000sr. The customer stated immediately after changing the trigger bottle they observed error codes 1007 and 1008 and the results were zero. The customer flushed the lines and repeated the samples with all results being plausible, no actual results were provided. The customer proactively replaced the trigger level sensor and ensured the tubing was connected. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. No additional information was provided. Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).